Manufacturer narrative:
Manufacturer's investigation conclusion: upon completion of the investigation, the reported incident of showing values in negative was not observed, and was unable to be reproduced during analysis. Functional testing performed on the returned device over several test days revealed the device functioned as intended, and the event findings were in accordance with approved labeling. The root cause of the reported event was unable to conclusive be determined. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number:(B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate ii IFU (rev. C) under section 4 ¿system monitor¿. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system monitor suddenly started showing values in the negative. There were no alarms. The patient's pressure was checked and it was measured to be 70 mmhg. The system controller was also checked and it did not show any values in the negative. The system monitor was switched on and off and the issue was resolved. There was no patient impact.